Manufacturer narrative:
A getinge fse reported that cs100 maintenance service is no longer available in japan and the unit was not repaired. The unit was returned to the customer and is the decision of the customer whether or not to use it for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) units screen becomes a sandstorm display. There was no patient involvement.